Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the embolization treatment of unruptured saccular aneurysm, marksman catheter "rupture" at the distal section during delivery of flow diverter. It was reported that there was resistance encountered at the distal part of the catheter and the distal section of the catheter damaged. The vessel was severely tortuous. No patient injury was reported.

Manufacturer narrative:
The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5839mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Kinks and bends found on the pushwire at 23.0 cm to 35.5 cm from the proximal end. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined and no damages were found. The catheter body appeared to be stretching and accordioned at 17.5 cm to 31.0 from the distal tip. In addition, the catheter body found to be separated at 29.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed. From the damages seen on the catheter body (accordioning/separating), proximal wire (kinking/bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to navigate the pipeline flex with shield through the marksman catheter against high resistance. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the resistance during delivery; subsequently causing the catheter to separate. If information is provided in the future, a supplemental report will be issued.